Event description:
The customer used the device to check their blood glucose and obtained a result of 528 mg/dl. They dosed insulin and retest and obtained the result of 110 mg/dl. They retest again about thirty minutes later and obtained a result of 143 mg/dl. They felt like they could drop low based on how they felt and then played racquetball. About an hour later pt lost consciousness. Emergency medical technician's came and treated pt with a glucose IV after testing pt's glucose at 29 mg/dl. Controls were used on the system and level 2 was out of range. The device was replaced and requested to be returned for eval.